Manufacturer narrative:
The investigation is pending upon the arrival of the affected device.

Event description:
The distributor reported a power issue with the device to infutronix on (B)(6) 2018. The event date is (B)(6) 2018. The distributor reported that the patient "had ankle fusion surgery on monday at stanford. He went home with dual pumps yesterday. At some point during the night, one pump stopped working after he gave himself a bolus at 0430 today. The bolus ran, the pump screen went blank after that. I looked back on your email that you sent after having a similar situation. We tried turning on/off a couple of times, and then taking off the cassette and putting it back on to see if we could reset it... It never turned back on. Hi wife said the pump made a beep earlier, but never an alarm." In addition, the patient "said he followed the directions on the card to try to get it to run again, but to no avail. The shipping boxes for both pumps never made it to his hospital room, therefore, they do not have them to send the pumps back. I advised him to call his anesthesia provider and see what they want him to do. I also advised him to take his oral meds as prescribed. He had not taken a pain pill since 0430, (the increases pain woke him up). Prior to the pump shutting off, his pain was 0. At the time of this call his pain was 5/10. The other pump was working." The distributor followed up with the patient and provided the update back to infutronix on (B)(6) 2018 that the patient "spoke to the dr and they told him he could come back in for a new pump. He decided to take oral pain meds and stay home. He lives an hour away. He will send everything back to us with a note enclosed."

Event description:
This is the follow-up for the initially filed MDR 3011581906-2018-00001.

Manufacturer narrative:
The reported power issue was confirmed on 02/12/2018. The device was found to have no power-on issue, yet the device alarmed "battery depleted" when bolus was initiated. Related battery information was forwarded to supplier on 02/12/2018 for further evaluation.